Event description:
It was reported that the implant broke. An additional surgery was required.

Manufacturer narrative:
Technical discussion with the surgeon indicated that he strongly suspected that the pt non-compliance was the cause of the smart toe breakage. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.